Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm noted. No motor position encoder error alarm noted in the alarm history screen. The device was unable to prime during the prime test due to a faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. The device had a scratched display window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube window, broken reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.